Manufacturer narrative:
The customer installed a new monopolar curved scissors (mcs) instrument onto the universal surgical manipulator 3 (usm3) with no further issue. No site visit was conducted. The system was working properly, and no further investigation was required. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. There was no image or video clip submitted for review. An event verification confirmed that the pancreatoduodenectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted and revealed the following possible related system error: 22020 ¿ installed mcs (monopolar curved scissors / 8 x 19) failed to engage on usm3 (grip axis failed to engage). This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. The product batch/lot number is unknown.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the surgeon encountered non-intuitive motion on the monopolar curved scissors (mcs) instrument that was installed in universal surgical manipulator 3 (usm3). The staff removed the instrument to reseat the drape and upon re-installation, the staff encountered instrument engagement issues. The staff tried to re-install the instrument in usm3 again with no change. Live logs reflected error 22020, which showed that the mcs failed to engage on usm3. The staff installed a new mcs onto usm3 with no issues. The procedure was completing as planned with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.